Manufacturer narrative:
Initial

Event description:
It was reported that an ilet user observed a blood glucose rise from 154 mg/dl after a full supply change to 215 mg/dl without food intake, then monitored per guidance and later reported improvement to 127 mg/dl with no alerts or alarms, and the medical device problem and component were not determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.